Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the display controller board. There were no further issues. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.(B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display monitor issues. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.